Manufacturer narrative:
This device is not expected for return; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. This lead is not expected for return.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. This lead is not expected for return. Additional information: we received additional information indicating that this ra lead did not experience any performances issues. This lead was explanted due to a downgrade procedure, and the patient received a single chamber device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.